Event description:
It was reported that the device was prepped by the scrub person (balloon was flushed and protective sheath removed). It was noted after balloon inflation and removal from body that the stent had remained in the protective sheath. There were no adverse pt effects. No additional information was provided. This event was initially reported as a failure to cross. The returned device analysis revealed that the stent was dislodged and returned inside the protective sheath. Additional information was rec'd confirming that the stent dislodged prior to use.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found blood visible in the guide wire lumen and on the loosely folded balloon, which is consistent with the reported information that the device was loaded onto a guide wire, into the pt and pressurized during the procedure. The stent implant was returned on the stylet and inside the orange protective sheath, confirming the reported dislodgement. There was no damage noted to the stent implant. There were crimp marks visible on the balloon between the markers, indicating that the stent had been originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent and the inner diameter of the protective sheath were taken and all dimensions met manufacturing criteria. The stent was discovered to be dislodged after the sds had been advanced to the lesion and inflated. The vision instructions for use (IFU) states: "prior to using the multi-link vision or multi-link vision otw, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Potential factors that can contribute to stent dislodgement prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal or from handling of the stent during product preparation. In this case, it was reported that the balloon was first flushed and then the sheath was removed, which may have contributed to the reported dislodgement. In the device preparation section of the IFU, it indicates to first remove the protective sheath from the tip, flush the guide wire lumen, attach the inflation device/syringe to the stopcock and then attach to the inflation port to prepare the sds. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security. A review of the finished product lot history did not reveal any non-conformities associated with this lot that could have contributed to this event. Based on the information rec'd with this event and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined.